Manufacturer narrative:
Concomitant medical product: dtma1d4 crt-d, implanted: (B)(6) 2021; 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. A replacement epicardial subxiphoid single chamber pacing system was implanted to provide pacing for the patient until the infection subsided. Swabs of the pocket and lead tips were sent to pathology. No further patient complications have been reported as a result of this event.